Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, it was not possible to tack during the surgery, causing the anterior loop to extend and twist. This malfunction did not affect the eye or the iol, and the surgery was completed successfully.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).